Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that one ec45 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the stapler fired an inadequate fire resulting in staple malformation. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.